Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, variability on the amplitude measurements on the right ventricular (rv) lead was observed. The rv impedance measurement trend was stable and there were no episodes recorded with noise. During the follow-up, noise was observed with deep patient breathing and pocket manipulations. This resulted in one second of asystole. As a result, the device was reprogrammed. This patient will continue to be monitored appropriately. No adverse patient effects were reported.